Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when someone tried to access the remote manager or a tower door or even maybe a drawer, the screen would turn white lock up and then reboot. A field service engineer (fse) assisted the customer to replace the communication sled, reconnect all of the cables in the e-compartment, reset all in one and reattach the external pixie cables and internal pixie bus cables. Then rebooted and accessed several drawers, pockets and doors and all worked well. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen went white while accessing remote manager. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.